Manufacturer narrative:
This supplemental MDR #1 is being filed to report that the initial MDR was filed in error as it was a duplicate of 2112667-2024-05588.

Event description:
It was reported that there was a malfunction resulting in insufficient anesthetic agent delivery during a case. There was no patient injury reported.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.